Event description:
No additional information.

Manufacturer narrative:
Twenty syringes received for investigation. Through visual inspection, deformation is observed on the luer of four syringes. Functional testing was performed, no leak observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the molding process. Manufacturing personnel have been notified and additional training to reinforce proper assembly will be performed. Visual aid for sending parts to waste due to adjustment in process will be executed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the bd syringe 10ml ll w/ndl 21gx1in had leakage. The following information was provided by the initial reporter: "it looks like bd may have done something different with their syringes as the packaging is different. We have a syringe bd # 309642 syringe 10cc 21x1 that is leaking. I guess it has been doing this for a while however no one has said anything. The lot # that I have now is 2286452. Please see below regarding your product code # 309642 and their recent lot# 2286452. Sounds like they have had several of these leaking and they do order a lot of these¿¿..approximately 8-10 boxes per month at their asc. How would you like to resolve? Please reply all as I have the customer cc¿d on email."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.